Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of detached caps before use. The following has been provided by the initial reporter: detached eclipse.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for detached eclipse with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of detached caps before use. The following has been provided by the initial reporter: detached eclipse.